Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level was 279 mg/dl.